Manufacturer narrative:
A ge rep eval the system and replaced the vfd display and a blown fuse. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.